Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was initiated due to the patient having shortness of breath. The remote transmission indicates that the implantable cardioverter defibrillator (ICD) displayed an inaccurate episode termination in the interrogation report. The device remains in use. It was further reported that the right atrial (ra) lead has undersensing during atrial tachycardia (at)/ atrial fibrillation (af) episodes. The lead remains in use. No further patient complications have been reported as a result of this event.